Event description:
It was reported that during use on a patient the cardiosave intra aortic balloon pump (iabp) received a message on the screen indicating it might require maintenance. No patient harm or injury was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Manufacturer narrative:
Updated fields: b4, e1 (initial reporter, event site email), e4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) inspected unit found there to be a fault code 14: (prior compressor failure etf during the previous use of the iabp a compressor failure was detected. Replace the compressor. The vacuum and pressure regulators must be re calibrated or the power-up test fails code #14 will continue to be displayed at power-up ). Compressor was changed on 11/19/24 and it was suggested to change out drive transducers, performed calibrations and ran unit overnight and into the next day. Fse replaced pressure transducer cable (0682-00-0091-01). Unit showed error ion screen "system over temperature" replaced temperature sensor-threaded probe (0206-00-0734) on compressor, ran unit again over night and into the day. No further errors occurred. Ran unit additional to ensure no over temperature messages. Calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. The following investigation was perforpart numbemed by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj cf 10 apr mar 2025.the failure analysis and testing dept. Received the following parts associated with this complaint:part number 0682-00-0091-01 pressure transducer 30psia serial number (B)(6), part number 0682-00-0091-01 pressure transducer 30psia serial number (B)(6), part number 0206-00-0734 temperature sensor serial number n/a. These parts were received with a reported unit failure of iabp may require maintenance. The fat proceeded to install part number 0206-00-0734 temperature sensor serial number n/a onto the compressor. The fat then installed the first part number 0682-00-0091-01 pressure transducer 30psia serial number (B)(6) into the cardiosave test fixture serial number fixture serial number (B)(6) and tested the transducer and temperature sensor to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. The parts passed testing. The fat performed an autofill to allow the cardiosave to pump. The cardiosave pumped for four hours with no problem found. The fat then installed the second transducer part number 0682-00-0091-01 pressure transducer 30psia serial number (B)(6) and tested the transducer to factory specifications per procedure number 0002-07-d016 revision f and the cardiosave service manual part number 0070-00-0639 revision r. The cardiosave pumped for another four hours with no trouble found. The fat could not verify the complaint of iabp may require maintenance. Part numbers 0682-00-0091-01 pressure transducer 30psia serial number (B)(6), 0682-00-0091-01 pressure transducer 30psia serial number (B)(6) and part number 0206-00-0734 temperature sensor serial number n/a passed testing after a run time of eight hours. Retaining the parts in the fat dept. Per procedure number 0002-07-d008 rev. At.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9.

Event description:
N/a